Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarm. The customer's blood glucose level at the time of incident was 463mg/dl. The customer treated with the pump. Troubleshoot was conducted. The pump was found to be operating as designed. The customer was advised the alarm was caused by infusion and or reservoir occlusion.